Manufacturer narrative:
The device in question was returned and evaluated by conmed's investigator. The handpiece had met the manufacturing specifications and there were no discrepancies in the manufacturing records. To be consistent and conservative, conmed is filing this event with the f.d.a.

Event description:
The surgeon was having trouble obtaining a good seal while using conmed's altrus handpiece. There were occasions where tissue would bleed after a seal and cut cycle. The surgeon used sutures to control the bleeding.